Event description:
Boston scientific received information that a physician told a sales representative that "the electrode is broken." Additional information revealed the lead fractured resulting in oversensing and artifact. The lead was taken out of service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.